Event description:
During the laparoscopic part of a laparoscopic assisted vaginal hysterectomy (lavh), using an echelon flex 60 staple, the surgeon was unable to "straighten" the stapler load. He stated it would not fire and it did not allow it to be removed through the trocar (12mm). Forcefully pulled stapler through the trocar and had to replace the trocar. Opened an ats 45 stapler to complete the case. No injury. Case completed without further events.